Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The patient was hospitalized on (B)(6) 2014 for discontinuous anterior cardiac zone [chest pain] with pharyngeal constriction. Coronary angiography and percutaneous coronary intervention was performed; therefore, two xience xpedition stents (2.5 x 23 mm and a 3.0 x 18 mm) xience xpedition stents were implanted in the proximal left anterior descending artery. The two stents overlap slightly. A 2.5 x 38 mm xience xpedition stent was implanted in the proximal left circumflex. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for discontinuous anterior cardiac zone [chest pain] with pharyngeal constriction. No coronary angiography was performed. The patient received medication. The patient was discharged after recovery on the (B)(6) 2017. Per physician, the relationship between the event and the device is not known. No additional information was provided.